Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Returned product is plier puller without the black polyethylene pad. Visual inspection of the returned product does not show any signs of damage but has regular signs of wear and tear. It can be determined from the pictures that the complaint is confirmed as the pad is broken and pieces fell into the patient. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. As the product has been in the field for approximately 14 years, the root cause of the reported issue was determined to be wear and tear from use. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient is experiencing pain due to the debris left in the patient.

Event description:
It was reported that during a knee arthroplasty, the black polyethylene tipping of the plier puller broke into pieces. As the pieces fractured inside the surgical site, a delay of sixty-five minutes occurred due to washing and cleaning out the debris. The hospital started emergency mechanism after surgery and positive anti-infective therapy was applied to the patient. The patient has reported pain from retained fragments.

Manufacturer narrative:
Reference: cmp(B)(4). Foreign source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the black polyethylene tipping of the plier puller broke into pieces. As the pieces fractured inside the surgical site, a delay of sixty-five minutes occurred due to washing and cleaning out the debris. The hospital started emergency mechanism after surgery and positive anti-infective therapy was applied to the patient.